Manufacturer narrative:
The calcium gen. 2 reagent lot number is 74418501 and the expiration date is 30-nov-2024. A field service engineer (fse) determined that the root cause was a leak in the suction nozzle. The nozzle was replaced and the issue did not reoccur. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 (ca2) results for two patient samples on a cobas 8000 c702 module. For sample 1, the initial result was 6.36 mg/dl and the repeat result was 9.81 mg/dl on another instrument. For sample 2, the initial result was 5.28 mg/dl and the repeat result was 9.1 mg/dl on another instrument.